Event description:
It was reported via repair work order that the bed had loss of all motor functions due to bed being plugged into a non-functional outlet. Bed plugged into a functioning outlet and all functions worked properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.